Manufacturer narrative:
H4 - manu date: 13-jul-2024. Claim(B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of iridio-corneal angles. In a separate visit the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.